Manufacturer narrative:
H4: the lot was manufactured between september 14, 2022 to september 15, 2022. The actual device was not available; however, a photograph of the sample was available for evaluation. The photograph was reviewed and a leak was not observed at the spike port area covered over by a cloth. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the administration port. This was discovered during set-up, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.